Event description:
It was reported that the right ventricular device dislodged to the right atrium after it was released from the delivery catheter. The device was retrieved, and a new device was implanted to resolve the event. The patient passed away due to an effusion that resulted in tamponade following the replacement procedure. The physician alleged the death, effusion, and tamponade were not related to the implant, dislodgement, or retrieval of the first device used.